Event description:
It was reported system error 121.2062 occurred on the pcu within a minute of running the unit. The customer also found error code 121.2000 and was not sure if it could be the same error. There was no information on patient involvement. Additional information provided: system error code is 121.2062 only shows the message if the unit is connected to a power outlet. If the unit is running on battery, it works fine. Battery was replaced and still gives me the error when is plug into power.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: device manufacture date, imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had system error code - 121.2062 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported system error 121.2062 occurred on the pcu within a minute of running the unit. The customer also found error code 121.2000 and was not sure if it could be the same error. There was no information on patient involvement. Additional information provided: system error code is 121.2062 only shows the message if the unit is connected to a power outlet. If the unit is running on battery, it works fine. Battery was replaced and still gives me the error when is plug into power.